Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the battery was not detected and the battery indicator was reading 10-50% on the display. There were no reported pt involvement.